Event description:
A pt underwent surgery for the repair of an infrarenal aneurysm using the gore excluder aaa endoprosthesis. The pt was noted to have a short aortic proximal neck and a large diameter aneurysm. In march 2003 a CT showed a possible distal type 1 endoleak. A decision was made to wait and watch. In january of 2004 the endoleak became more apparent and in february of 2005 another CT was performed, confirming the presence of the endoleak, which was successfully treated with an iliac extender component. During follow up care on june 8, 2005 a new proximal type 1 endoleak was found. In 2006 an open surgical conversion was performed and the gore excluder aaa endoprosthesis was explanted. The pt is reported to be fine following the procedure.